Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that on (B)(6) 2012 a flogard pump presented the alarm f_38. The process step was not indicated. There was no patient involved, no medical injury or adverse event reported. Additional information is not expected. The sample is available for evaluation.

Manufacturer narrative:
(B)(4). The cause was defective force sensing resistors (fsrs). The fsrs were replaced to resolve the reported problem.